Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced a blood glucose level that displayed as "high", specific value was not provided. . Cause was not known. A correction bolus was delivered to address bg. The customer continued to use the pump for insulin therapy.